Event description:
Healthcare professional reported, a xen®45 gts event. Described as, "injector would not extend", during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "injector would not extend" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.